Event description:
On (B)(6) 2011 the lay user/patient in (B)(6) contacted lifescan to report the one touch penlet lancing device was damaged. The (B)(6) medical surveillance specialist was able to classify the complaint based on the information originally provided to customer service. For approximately one month, the patient noted the reported lancing device's lancet holder was damaged and she was unable to use it to obtain a blood sample for glucose testing. During this time period, the patient continued to take her usual doses of the oral diabetes medication metformin. One two occasions afterwards, the patient experienced the symptom of shaking. The patient did not administer any self-treatment, and did not seek any medical attention or treatment. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the reported lancing device issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.